Manufacturer narrative:
D4. Concomitant product UDI for balloon is (B)(4) and for pump is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion related to the cuff. The balloon and the cuff were explanted and replaced. No further patient complications reported.